Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle connector and was broken from the enclosure, damaging the internal wires. The root cause of the damaged connector and wire is excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was damaged at the belt receptacle preventing the patient from properly connecting the electrode belt to the monitor.